Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump settings were erased. Reportedly, the customer did not erase the settings. There was no reported impact to the customer's blood glucose level. Customer declined to perform further troubleshooting.